Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: thirteen (13) actual devices were received for evaluation. A visual inspection was performed and scratches measuring at or less than 0.60 mm located beneath the heat seal bead was observed on all samples. Leak, clear passage, and clamp function testing were performed on one patient line, and no issues were observed. The reported condition was not verified. The scratches are cosmetic in nature and do not affect the functionality of the set. The observed scratch marks or scuffs on the tubing caused by tubing gripper is within the acceptable manufacturing criteria. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an unspecified quantity (at least thirteen (13)] amia cassettes had a slit. This was identified during setting up of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.